Manufacturer narrative:
Failure analysis for fiber 0010-2400-431a-(B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char; the glass cap has pushed forward in metal cap and is protruding; the fiber exhibits melting of the uv glue zone at the attachment of the glass cap to the fiber; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 313,290 joules while using the surgical fiber during a prostate procedure, the system began continually entering into standby mode. Time expended 37:08 minutes. The procedure was completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.